Event description:
Implant didn't achieve osseointegration, primary stability was achieved, implant was completely covered with bone, peri-implantitis, infection, pain, swelling, bleeding, mobility, patient didn't come for check-up